Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) procedure. The event date is unknown. According to the complainant, during the procedure, the physician made two attempts to deploy a band however, the band would not deploy. When the device was removed it was observed that the bands were overlapping each other. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The event date is unknown. However, the event was reported as having taken place sometime within the two weeks prior to (B)(6), 2011. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.